Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, before cataract surgery, the ophthalmic tip broke off into the handpiece during assembly. The surgery was completed on the same day using another tip, and there was no patient contact or harm.